Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support made multiple follow up attempts with the customer in an attempt to obtain customer's pump data for review; however, no response was received.